Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of a set screw anomaly was confirmed in the laboratory. The device was tested on the bench and foreign material was found on the svc and v set screw bores. This material prevented the set screws from being fully tightened and the lead from being fully secured into the header. The cause of the foreign material was found to be a manufacturing anomaly.

Event description:
It was reported that during the implant procedure, the setscrew was tightened down and a tug test was performed. The lead came out of the connector with resistance. The lead was reconnected to the ICD and another tug test resulted in the same outcome. A new device was successfully implanted.